Manufacturer narrative:
Correction to h6 based on additional information. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for increased gradients was unable to be confirmed due to unavailability of medical records or relevant imagery. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to b5 and h6 based on additional information.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 2 years, 1 month, 16 days post valve in valve tavr procedure with a 23mm sapien 3 ultra valve in a failed surgical valve, the initial post mean gradient was reported to be 14mmhg, then 1 month later, the gradient was 30mmhg. The patient is scheduled to fracture the 23mm sapien 3 ultra valve due to high gradients after an unsuccessful fracturing of the surgical valve. Per medical records received, the increased gradients were due to stenosis with an ava of 0.77cm2.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 1 month, 16 days post valve in valve tavr procedure with a 23mm sapien 3 ultra valve in a failed surgical valve, the initial post mean gradient was reported to be 14mmhg, then 1 month later, the gradient was 30mmhg. The patient is scheduled to fracture the 23mm sapien 3 ultra valve due to high gradients after an unsuccessful fracturing of the surgical valve.

Manufacturer narrative:
Investigation is still ongoing.